Manufacturer narrative:
For this complaint file, the final customer lot was identified. According to the device history record review, the product was released according to the product¿s acceptance criteria. A probe was returned. It was visually inspected and found to be visually nonconforming. The needle was bent of approximately 10 degrees just above the stiffener sleeve. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately zero to five minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter was pulled out of the coupling, with no presence of adhesive on the inner cutter. Actuation was retesting after the disassembly and was deemed conforming. The complaint evaluation confirmed the probe did stop working. The root cause for the probe not working appears to be a combination of the bent needle and the detachment of the inner cutter detached from the coupling. A bent needle will cause interference between the inner cutter and outer needle and cause the probe to stop working. The detachment of components will cause the poor actuation and cut performance. It is unknown if the bent needle condition placed stress on the inner cutter to result in the detachment. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe "did not work well". The product was replaced and the procedure was completed. There was no report of patient harm. Additional information and a product sample have been requested.